Manufacturer narrative:
B1, b2, h5, h1.

Event description:
It was reported that during a navio-assisted tka, after all calibration, when taken to navio surgical system au implant placement screen, the implant overlay was centered over the medial condyle and undersized fairly substantiality. They converted the surgery from a journey 2 bcs system to a genesis 2 system with the assistance of competitor device. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
The real intelligence cori, part number rob10024, sn (B)(6), used for treatment was not returned for evaluation. A visual and functional evaluation could not be performed, and the reported problem could not be confirmed visually or functionally. Upon a screenshot and logfile review, it has been determined that the reported complaint is confirmed, the femoral implant was shifted medially on the implant planning screen. The issue was discussed with the software team, and the issue can be contributed to a known software bug. Navio determines the initial size of the femur component by evaluating the posterior point along with the tidemark point. The reference points generated by the system due to point collection during the case, are placed on a singular condyle, causing the femoral implant to shift. It is also noted that the check points should not be taken on the femur and tibia trackers. The most likely cause of this issue is a known software bug. Software version rc-7007 has been validated on test report tr1614. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A CAPA, nc, hhe/pra, field action review was completed. Prior escalation actions are not applicable to the scope of the reported complaint. If a navio¿ surgical system failure occurs at any point during the surgical case, refer to the surgical technique guide for knee arthroplasty, recovery procedure guidelines tables for proper guidance regarding recovering to a fully manual procedure. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker array failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Based on the product evaluation report, a known navio¿ software bug contributed to the reported issue of planning screen displacement with an undersized femoral jii bcs component and resulted in implantation of the gen ii design using a competitor electronic alignment device instead of the jii system. It is unknown if the checkpoint verification pin placement contributed to the reported event. The patient impact included the planning screen placement issue and subsequent ¿restart from scratch¿ with a modified surgical procedure using the unplanned gen ii system with a competitor alignment tool (instead of the jii tka system), and the reported the 0-30 minute surgical extension. Further patient impact could not be determined; however, a post-op rehab phase would be anticipated. No further medical assessment can be rendered at this time. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a navio-assisted tka, after all calibration, when taken to navio surgical system au implant placement screen, the implant overlay was centered over the medial condyle and undersized fairly substantiality. Surgery was performed after a non-significant delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal reference: (B)(4).

Manufacturer narrative:
H3, h6: the navio surgical system au, npfs02070, sn (B)(6), used for treatment was not returned for evaluation. A visual and functional evaluation could not be performed, and the reported problem could not be confirmed visually or functionally. Upon a screenshot and logfile review, it has been determined that the reported complaint is confirmed, the femoral implant was shifted medially on the implant planning screen. This can occur when one of the distal condyles is more distal than the other by more than the thickness of the implant. Then, there is resection on one condyle only, and the implant centers itself on it. This can happen in cases where there is very high pre-op deformity. The most likely cause of the reported complaint is a known software defect. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that the part number or lot reported in this event is related to a corrective/preventive action no further escalation action is required. If a navio¿ surgical system failure occurs at any point during the surgical case, refer to the surgical technique guide for knee arthroplasty, recovery procedure guidelines tables for proper guidance regarding recovering to a fully manual procedure. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker array failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Based on the product evaluation report, the ¿unintended behavior of the navio system¿ contributed to the reported issue of planning screen displacement with an undersized femoral jii bcs component and resulted in implantation of the gen ii design using a competitor electronic alignment device instead of the jii system. The patient impact included the planning screen placement issue and subsequent ¿restart from scratch¿ with a modified surgical procedure using the unplanned gen ii system with a competitor alignment tool (instead of the jii tka system), and the reported the 0-30-minute surgical extension. Further patient impact such as a post-op rehab phase would be anticipated. No further containment or corrective action is recommended or required at this time, as the anomaly in navio tka implant planning presents a minimal risk due to the surgeon's ability to recognize and adjust the placement during planning. The evaluation concluded that, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the navio surgical system au, npfs02070, (B)(6), used for treatment was not returned for evaluation. A visual and functional evaluation could not be performed, and the reported problem could not be confirmed visually or functionally. Upon a screenshot and logfile review, it has been determined that the reported complaint is confirmed, the femoral implant was shifted medially on the implant planning screen. The issue was discussed with the software team, and the issue can be contributed to the user not painting the collection points properly. Navio determines the initial size of the femur component by evaluating the posterior point along with the tidemark point. The reference points generated by the system due to point collection during the case, are placed on a singular condyle, causing the femoral implant to shift. It is also noted that the check points should not be taken on the femur and tibia trackers. The most likely cause of this issue is due to the user not collecting points correctly while painting. Software version rc-7007 has been validated on test report tr1614. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A CAPA, nc, hhe/pra, field action review was completed. Prior escalation actions are not applicable to the scope of the reported complaint. If a navio¿ surgical system failure occurs at any point during the surgical case, refer to the surgical technique guide for knee arthroplasty, recovery procedure guidelines tables for proper guidance regarding recovering to a fully manual procedure. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker array failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Based on the product evaluation report, the ¿user not collecting points correctly while painting¿ most likely contributed to the reported issue of planning screen displacement with an undersized femoral jii bcs component and resulted in implantation of the gen ii design using a competitor electronic alignment device instead of the jii system. It is unknown if the checkpoint verification pin placement contributed to the reported event. The patient impact included the planning screen placement issue and subsequent ¿restart from scratch¿ with a modified surgical procedure using the unplanned gen ii system with a competitor alignment tool (instead of the jii tka system), and the reported the 0-30 minute surgical extension. Further patient impact could not be determined; however, a post-op rehab phase would be anticipated. No further medical assessment can be rendered at this time. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.